Event description:
Spontaneous communication received from the infusion agency reporting that the last 2 infusions (on (B)(6) 2022 and (B)(6) 2022) multiple nurses have had issues with the pump continuing to beep air in line. The pump is due for maintenance 11/17/2022. The nurses reported they kept changing the tubing, flushed the IV line, primed new tubing and filters but the pump kept beeping air in line. The infusions were able to take place without any ill effects or adverse events. Requested the pharmacy send a new pump and have this pump returned. Indication: fabry (anderson) disease. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? - no;if yes was any medical intervention provided? No; is the actual product available for investigation? Yes ; did we [MFR] replace devices? Yes, did the patient have a backup product they were able to switch to? No they were able to finish the infusion with the pump. Reported to (B)(6) by: health professional.